Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the limited information received and without complete log files only speculations can be made. As the issue first appear when changing from nava to hfo, the high pressures could be caused due to the patients own breathing which would resist and work against the ventilator, causing these pressures. If the patient later was sedated that could explain that the high pressures would disappear. The information received also states that the ventilator was changed which does not correspond to the received log file as it can be seen that the same ventilator is still used after the issue disappeared. However, the root cause to the reported event cannot be established in this investigation.

Event description:
Manufacturer ref (B)(4)

Event description:
It was reported that the ventilator was displaying another values than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).